Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a multi-day hyperglycemic event while using the ilet system, requiring multiple supply and cartridge changes without resolution and with no observed leakage, and later transitioned off the ilet and administered subcutaneous insulin by injection with subsequent improvement; troubleshooting and education were provided, including guided cartridge and infusion set replacement with a steel contact detach set. Symptoms included fatigue and frustration, with reported peak glucose of 416 mg/dl. Outcomes included the need for back-up insulin injections and prolonged time above target without hospitalization or professional medical intervention. Investigation included a review of device alerts and alarms and remote troubleshooting with user education and procedural coaching. Investigation of this case revealed no device alarms beyond high glucose and change insulin notifications and no confirmed infusion site leakage. It was concluded that hyperglycemia occurred with unclear cause and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.